Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level 453 mg/dl. The customer reported a no delivery alarm. The customer had symptoms of nausea and vomiting. The customer treated with manual injection. The customer¿s current blood glucose level was 128 mg/dl. The customer declined troubleshooting. The insulin pump will not be returned for analysis.